Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter compared to a professional meter, within 10 minutes: 180 mg/dl (aviva) and 69 mg/dl and 89 mg/dl (professional meter). No death or serious injury reported. Requested return of suspect device and replacement was sent.